Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not reading when a battery was inserted. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing batteries) has been confirmed. Upon investigation the battery board was contaminated, which caused the reported charger failure. The root cause for the contaminated battery board was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.